Event description:
It was reported that during placement of the screws for l4 - s1 fusion, the tip of the screwdriver broke off in the head of the screw that was already in the pt. The tip of the screwdriver was embedded in the head of the screw and could not be removed. Refer to user facility report# 3400690000-2009-8013.

Manufacturer narrative:
(B) (4): no product was returned for eval. Imaging films were not provided to the manufacturer. With the available info, a cause or contributing factor cannot be identified.